Event description:
Additional information received indicated that health care provider was not notified but would be at the patient's next appointment on (B)(6) 2016. It was noted that overflow was happening most mornings, unless patient was awaken and void twice during the night. It was noted that the bladder overflow continues .the patient stopped taken the detrol la at bedtime to see if that helped. The patient thought it may be making her unaware of feeling the need to void, since the patient was prescribed it many years ago for help with their problem. One doctor told her, she had a bladder spasm and then he prescribed it for her.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change of therapy. The patient¿s bladder was overflowing in the morning when she would wake up. After surgery she went 6 times because of all the fluids and then it stopped, and then ever since it started overflowing every morning. It was noted that the patient was not instructed to keep a voiding diary. The patient was on program 1 at 2.0 volts and she felt stimulation. On saturday she had increased stimulation to like 2.8 volts and it was painful. She left it like that for two hours trying to stand the pain. The pain had not left even though she lowered it to 2.0 that same day. The patient thought she traumatized the muscles. The patient was going to leave stimulation at 2.0 for a couple more days to see if the pain would go away. The patient thought she had also changed to program 4. The symptoms were located in the vaginal. It was painful to walk or sit. It felt like she was sitting on an episiotomy. The bladder overflow had been occurring since implant on (B)(6) 2015. The pain started on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.